Event description:
It was reported, during an implant procedure, positioning/fixation difficulty was encountered. In addition, it was noted the helix would not extend. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. The lead was received with the helix fully extended and the distal conductor distorted and fractured within the connector. Dried blood in the tip end of the distal conductor may have contributed to preventing torque transfer when the is-1 pin was rotated and eventually distorted and then fractured. Also, the inner tubing was kinked in various locations. Electrical testing determined that continuity of the conductors was complete with the exception of the distal conductor (pacing coil connected to the helix), which was fractured at the electrode end.